Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, the pump unexpectedly shutdown just prior to bolus delivery. Only a low power alert occurred. Blood glucose was in the 200 mg/dl range. Customer has since reverted to manual injections for insulin therapy.